Event description:
A nurse reported corneal infiltrates one week post laser assisted cataract surgery. Pt was using non steroid antiinflammatory, antibiotic, and steroid drops. Pt was slow to heal but is now cleared and off all drops.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).